Event description:
It was reported that a pt present settings different than what was intended during a routine office visit. According to the treating physician, upon interrogation, the device was found to be programmed to 0 ma. Good faith attempts to obtain a copy of the flashcard and obtain software and handheld info are currently being made.